Manufacturer narrative:
The case alleged that the benchmark ultra instrument aborted a staining run due to the igus-chain becoming loose/breaking off which in turn resulted in failed slides. The planning of patient's cancer treatment was delayed by 3 days. The result delay was 1 day. It was also reported that although the result delay was 1 day there was no delay to the start of treatment but only to the planning. No harm or injury was reported. The root cause is the igus e-chain links become decoupled and the decoupled parts then fall into the instrument. The instrument was repaired by the local field service engineer and was returned to normal operation. (B)(4).

Manufacturer narrative:
Investigation is on-going. A follow-up report will be submitted upon the completion of the investigation. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported a hardware fault on a benchmark ultra staining module which resulted in failed slides and caused a whole run to be aborted. The issue was resolved on the same day by a field service engineer. Due to this issue, a delayed start of cancer treatment for one patient was alleged by the customer. An investigation has been initiated and ongoing.